Event description:
A physician reported that, several weeks after the intraocular lens (iol) implant procedure, the patient has a significant inferonasal decentered iol (both haptics in bag with continuous rhexis) and the physician suspects the inferior haptic was partially torn at the haptic/optic junction. So they have planned for the explant.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).